Manufacturer narrative:
Physio-control evaluated the device and verified the reported device issue.  It was observed that the device sustained external damage and the internal 26 pin ribbon cable was loose where it connects to the power module.  After reconnection of this cable assembly and the replacement of the external case, normal device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
After several attempts to obtain the device for evaluation or obtain a status of the device, no response appears to be forthcoming.  The device has not been returned to physio-control.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted.  Additionally, there appeared to be some exterior damage to the device; however, there wasn't any indication that the damage contributed to the reported issue. There was no patient use associated with the reported event.